Event description:
It was reported that the catheter had been replace on 2015-01-26 because the patient had been experiencing increased pain.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a catheter problem. A patient reported numbness in his leg and legs feeling weak ¿back in december/over the holidays.¿ a catheter revision occurred and there were ¿catheter complications.¿ the catheter tip broke off and part of it was ¿floating around in the intrathecal space.¿ the healthcare professional (hcp) did not know how much broke off. The manufacturer¿s representative requested compatibility information for catheter repair kits and catheters. The patient had a distal portion of an 8709 and the pump segment of an 8731. The hcp implanted the distal section of a new 8731sc catheter and attached it to the existing 8709. The catheter volume was ¿completely unknown at this point.¿ the pump was used to infuse hydromorphone. No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received it will be added to this event.